Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed via a merlin.net transmission. The patient is asymptomatic. Programming changes were made. The patient condition was good following the event.